Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 26-sep-2023. H.6. Investigation summary: this complaint is confirmed. Bd received 11 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for side-pierced sleeve was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for side-pierced sleeve with the incident lot was observed in 5 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode side-pierced sleeve. Bd determined that the root cause of the indicated failure mode was attributed to an incorrect machine encoder setting that was allowing the gripper to pierce the sleeves. Adjustments were made to the settings changing the position of the gripper jaw to not pierce the sleeves. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the sleeve was damaged. This occurred with 11 devices. The following information was provided by the initial reporter, translated from chinese to english: stage: during blood collection. Defect: pull out the needle cap at the rear end when collecting blood, and when connecting the needle holder, it is found that the rubber stopper at the rear end is broken. Quantity: 11. Impact: no other adverse effects on patients and medical staff.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the sleeve was damaged. This occurred with 11 devices. The following information was provided by the initial reporter, translated from chinese to english: stage: during blood collection. Defect: pull out the needle cap at the rear end when collecting blood, and when connecting the needle holder, it is found that the rubber stopper at the rear end is broken. Quantity: 11. Impact: no other adverse effects on patients and medical staff.